Event description:
It was reported that during a stenting treatment procedure, a partial deployment occurred. The procedure was intended to dilate a fistula. The epic stent was partially deployed. The physician was not able to completely deploy the stent. Wheel handle was stopped. The catheter and stent were removed via the unspecified 8fr introducer. The patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a partial deployment occurred. The procedure was intended to dilate a fistula. The epic stent was partially deployed. The physician was not able to completely deploy the stent. Wheel handle was stopped. The catheter and stent were removed via the unspecified 8fr introducer. The patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the epic stent delivery system (sds) was received with no original packaging or other devices. The stent was fully deployed off the sds and appeared to have multiple stent fractures. The pullback grip was fully extended. The inner shaft was kinked in numerous locations from the end of the outer shaft to the markerband. The device appeared to have correct handle, inner and outer assembly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the patient was treated for a fistula on the forearm. The stent was partially deployed within the sheath and force was used when removing/withdrawing the stent. The procedure was completed with another same device.

Manufacturer narrative:
(B)(4).